Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue with the sensor occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The sensor was allegedly inserted into the thigh, which is off label usage of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the mobile device updating its operating system which closed the app. The reported event of an issue with the sensor is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.